Manufacturer narrative:
(B)(4). The device, or a picture of the alleged defect, involved in this complaint was not provided by the customer to the manufacturer. The lot number was reported as "unknown". Past manufacturing and inspection records were reviewed and there were not any issues found related to this customer complaint. Customer complaint cannot be confirmed based only on the limited information received. If the lot number or device sample is received at a later date, this report will be updated. Teleflex will continue to monitor for complaints of this nature.

Event description:
Customer compliant alleges ""cuff of o2 mask was deflate and they meet issue during rescuction process due to leakage." Alleged defect reported as detected during use. Customer reported a new device was obtained and used succesfully. Customer reported no necessary medical intervention. Patient condition reported as "fine".